Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had a high blood glucose value of 33 mmol/l. Customer's other blood glucose value was 7.2 mmol/l. Insulin pump was not working. He was not getting any no delivery message on his pump. The device was expected to be returned for analysis.